Manufacturer narrative:
Initial reporter: (B)(4). Requests for additional info regarding the event and pt involvement have been sent via email and left as voice messages. The manufacturer is continuing to follow-up with the distributor for a response to the questions. The distributor was told to reset the device back to the default factory settings. The manufacturer is waiting to hear if this fixed the reported failure. The distributor has been trained on the service and repair of the millennium ventilator. The device has not been returned to the manufacturer for service. A request was made to the distributor asking if a two-year overhaul has been performed on the ventilator. A supplemental MDR will be submitted upon receipt of info from the distributor.

Event description:
As reported by the customer, the millennium infant ventilator was working when the screen went blank and the alarm sounded. The sound could not be cancelled even when pressing the on/off button.